Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Event description:
It was reported that a pt rec'd a peak skin dose around 10 gy in the same body area during an exam with an innova 2100-iq system. The total dose rec'd by the pt was around 16 gy. There was no system failure or malfunction and no injury was reported.